Manufacturer narrative:
Due to the native of this incident being a lawsuit, no further info will be available due to client - attorney confidentiality.

Event description:
As a result of the defective dental implant, the patient has sustained personal injury. Loss, and damages.